Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue with another device and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.